Event description:
The implant failed due to pt bone condition. The implant was placed at #26 and removed after a month. Moderate oral hygiene. Traditional 2 stage.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. See scanned pages.